Event description:
During surgery, right after the package was opened, it was found that the outer ring had been disassociated. A backup device was used. The device was discarded.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.